Event description:
Nurse reported that spike and tubing had separated from top of filter. Event occurred duiring priming with saline, prior to pt use. No pt involvement has been reported at this time. Samples are available for eval.

Manufacturer narrative:
Device has been requested for eval. Baxter will continue to investigate any reports it receives and review trending of these events.